Event description:
Please reference: 2026095-2015-00166/(B)(6)(a) and 2026095-2015-00167/(B)(6)(b). Patient #2, incident #3: fill volume: asku. Flow rate: 10ml/hr. Procedure: asku. Cathplace: asku. It was reported that a pump's infusion ended sooner than expected. No patient injury nor medical intervention was reported. The device is not available for return. No patient information was reported. Additional information was requested, however is not available at this time.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.